Event description:
It was reported that the customer's insertion site was infected and her blood glucose was 508 mg/dl. It was stated that pus was discharging at the insertion site. Troubleshooting for the infected site was declined. The customer's mother stated that she believed the high blood glucose was a result of the infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.